Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the cartridge may have been overfilled. There was no impact to the customer's blood glucose level. Reportedly, at the time of report, the fill estimate was accurate.